Event description:
It was reported to medtronic neurosurgery that the delta chamber was leaking during surgery.

Manufacturer narrative:
The distal catheter connector was returned crushed and sealed, this damage precluded patency, siphon and reflux testing. It is unknown how or when this damage occurred. The condition of the returned valve allowed leak testing, which is passed. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It is suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of the valves are 100% tested at the time of manufacture.